Event description:
The report stated that they were using a phillips perioral echo probe to scan while performing a CABG procedure. After surgery, there were burns to parts of the pt's lip, tongue and esophagus. There was no bleeding.

Manufacturer narrative:
To date, the incident generator has not been received for evaluation and the site has indicated they do not intend to return it. Further info has been requested. If the generator is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.